Manufacturer narrative:
Other, other text: returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device visual inspection found that the lcd screen was scratched. No issues found with "no audible beeps" / piezo. Problem source is unknown the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump had a screen damage with no audible beeps. No patient was involved in this event. No adverse effects were reported.